Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received indicated that the rv lead was replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic and an electrocardiogram showed what appeared to be no pacing from the implantable pulse generator (ipg). A later electrogram review showed ectopic beats with ventricular pacing but without right ventricular (rv) lead capture. In addition, right atrial (ra) lead oversensing of myopotentials were noted. The atrial lead sensitivity was reprogrammed. The leads remain in use and the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.